Event description:
It was reported the customer had an insulin pump error on their insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored no unexpected pump error 23 noted after battery insertion. The sleep current is within specifications. The insulin pump passed displacement test, rewind, seating, basic occlusion test. The insulin pump was received with cracked reservoir tube lip and scratched case.